Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "autoimmune/connective tissue disorders", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc. The patient experienced a delayed onset ¿firmness/nodule.¿ the patient had recently been diagnosed with non-device related ¿sjogren¿s¿ that the healthcare professional believes could be a contributing factor. Event is ongoing.